Manufacturer narrative:
H10: h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed that the original box with the batch number of the complain was returned. The ultrabutton was returned with the undamaged flip suture in one side hole. Bio debris is present. The blue/white sutures were not returned. An assessment of material characteristics could not be performed because the complaint part was not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification for the suture found that certificate of conformity is required for each shipment. 1. Certificate of conformity required with each shipment. Verify tensile strength complies with the ¿straight pull braid strength (no knot)¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include: 1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use, inside the patient, the suture loop of the ultrabutton adjustable fixation device broke. All broken pieces were removed from the patient using tweezers. The procedure was finished with a competitor device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.